Event description:
It was reported a power on reset (por) occurred several times, even after reprogramming. The pt did not receive stimulation due to power on reset. The pt was hospitalized. Telemetry indicated the battery status was good.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The serial number is included in the range for the class 2 kinetra implantable neurostimulator recall regarding sudden cessation of therapy. (Dated 2006).